Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons were unresponsive. Customer¿s blood glucose was 11.2 at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device responded to button presses. No unresponsive button noted. No damage to the keypad assembly noted. Hardware low level failures during self test and confirmed in the pump history due to broken trace on u1 keypad assembly. During visual inspection, found the j1 keypad connector on electrical board was properly locked. Device passed displacement test.